Event description:
It was reported that during acl reconstruction procedure the knots would not slide on two devices resulting in suture breaking. The t's from the devices remain in the pt. The surgeon was able to repair the tear using additional fast-fix devices. A delay of 5-10 minutes was experienced. No pt injury or complications resulted.